Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new pump user experienced low blood glucose during a supply change while using an ilet system with user-filled cartridges and a contact detach infusion set, after dosing prior to eating and requiring assistance to complete the change; the user requested additional infusion sets and insulin delivery was successfully resumed after guided troubleshooting. Symptoms included hypoglycemia with reported glucose values of 69, 74, and 67 mg/dl. Outcomes included transient impact to blood glucose that was managed at home with oral carbohydrate and continued therapy without hospitalization. Investigation included phone-based troubleshooting and education regarding supply change and infusion set use. Investigation of this case revealed no device malfunction identified during the call and suggested an unclear cause of hypoglycemia in the context of timing of dosing relative to food intake and supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.